Event description:
It was reported that the user awoke in target range, performed strenuous household chores, then observed blood glucose falling below 70 mg/dl with a nadir of 60 mg/dl; during the event the cgm lost signal and later reconnected showing recovery to 93 mg/dl, and no device component malfunction was identified due to insufficient information. Symptoms included hypoglycemia, though the user remained asymptomatic. Outcomes included an unexpected medical intervention in which the user ingested oral glucose (juice). Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a medical device problem and no device component identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.